Event description:
The customer stated that the bvi 9600 was inaccurate in aortascan mode, and did not detect a known aortic aneurysm. No adverse effect to the patient was reported. The device was returned to verathon for evaluation.

Manufacturer narrative:
The device evaluation did not confirm the report of inaccurate readings. No problem was found with accuracy. Ten scans were performed, and all were within the published range. The device measured 3.7 cm on a 3.7 cm phantom. Additional system component: pa021176/0570-0188.